Event description:
Pt was transported from medical floor to ccu. During transfer from one bed to next, portable o2 tank was turned over and it leaked to pt's lower extremities, causing frostbite. Compresses applied per emergency dept protocol. Consult to plastic surgery done immediately.